Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: sheath failed to split correctly. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath failed to split correctly, it was noted that during advancement of the thumb advancer, the sheath appeared to be "shredding". An unsuccessful attempt was made to activate the safety release mechanism and the access ports. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.